Event description:
It was reported that a tx60b was used during a sub total gastrectomy procedure. It was reported by the affiliate that the staples malformed. The surgeon used stitches to close the tissue. There was no consequence to the pt.